Manufacturer narrative:
Alleged failure: anchor did not release from inserter upon deployment. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: incomplete lever actuation, user unfamiliarity with device, or manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, the expansion cylinder was broken and the anchor had released from the inserter. It was confirmed this happened inside of the patient. All pieces were returned.